Event description:
The complainant reported that during therapeutic procedure of removing the peg enteral feeding device from the patient, the bolster used to hold the device in place, detached and fell into the patient's stomach. The phyician then successfully retrieved the bolster with the aid of a basket. The complainant indicated that there was no adverse affect to the patient as a result of the reported malfunction.